Event description:
Co received info that this pt was receiving shocks from his implantable cardioverter defibrillator (ICD) that did not seem to be appropriate. Further invasive testing found that one of the pt's sutureless myocardial rate-sensing leads had an insulation break, which was causing oversensing and most likely causing the inappropriate shocks. The insulation was repaired, and further testing found that the lead was performing normally. The lead remains implanted. It is unknown which of the two leads exhibited the insulation break; one serial number was selected for reporting purposes. The ICD was replaced electively at the same time because it was approaching normal battery depletion. Implant date 5/20/93, implant time: 37 months.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.